Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: malposition.

Event description:
Healthcare professional reported "I have another patient who is wanting their warranty information please". Later healthcare professional reported "flipped". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date "2023".

Event description:
Healthcare professional reported "I have another patient who is wanting their warranty information please". Later healthcare professional reported "flipped". This record is for the right side. Device remains implanted.